Manufacturer narrative:
(B)(4).

Event description:
The consumer via manufacturer representative (rep) reported that there was an implantable neurostimulator (ins) pocket issue and it was believed that the ins was flipped. They indicated that the patient had been having issue since they first attempted to recharge after they were implanted and it felt as though the ins was moving in the pocket. The rep was only able to get 2 coupling bars with the antenna on the very edge of ins and holding it up. It was noted that the ins was implanted in the left back hip area of the patient. The rep mentioned that images showed the lead/extensions were coming out of the ins to the left and away from the spine. No patient symptoms were reported. The rep reported that the patient was getting good therapy. This patient was implanted for non-malignant pain. No interventions or causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer representative clarified that x-rays were done and the leads were exiting from the left of the generator. It was reported that surgery was scheduled for (B)(6) 2016 and that the cause of the ins movement and flipping was undetermined.